Manufacturer narrative:
Although the pump was returned to the manufacturer, there is no allegation of a device deficiency. There is no evidence to suggest of a device malfunction. No allegation of a device deficiency.

Event description:
Approximately nine months after the implantation, the patient was noted to have a driveline infection during her outpatient clinic visit. She was admitted to hospital the next day with a "strong suspicion of infection". A gallium-67 scintigraphy scan confirmed the infection and a culture of the driveline exit site proved to be (B)(6). The patient's infection was treated with intravenous antibiotics and a vad explantation was performed. During the thoracotomy, the site of the infection was found to be at the point where the vad outflow graft crossed the driveline. During this surgery, the patient was also noted to have an effusion. Of note, the heartware vad was not exchanged but was replaced with an extra-corporeal centrifugal pump. The patient is reported to be stable post-operatively.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.